Manufacturer narrative:
The device is used for treatment, not diagnosis. Power device is an instrument, not implanted/explanted. Product received on (B)(4) 2014. Initial details arrived on (B)(4) 2013. Additional information arrived on (B)(4) 2014 which deemed the status from nonreportable to reportable. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of service and repair history and additional evaluation have been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed no service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown.(B)(4)

Manufacturer narrative:
The device is used for treatment, not diagnosis. Single use device: no. For clarification purposes. An additional evaluation was completed. The power tool evaluation described the part received condition as having a blemished housing. It concluded: the reporters complaint that this device does not function could not be confirmed. The unit was tested and passed all manufacturing specifications, however it was noted that it has a sticky trigger. Evidence indicates this is due to usage wear over time.

Event description:
It was reported on (B)(6) 2013 that synthes (B)(4) reports the small battery drive is not functioning. No additional information was provided. Update (B)(4) 2014 by email: consultant reports event occurred during an unknown trauma procedure. Procedure was not delayed due to this issue. Another small battery drive was used to complete the procedure with no further problem, no harm to patient. Update (B)(4) 2014: additional information arrived by email. Consultant reports the device had low power and was making a strange noise. This report event is for a device. This is report 1 of 1 for complaint (B)(4).